Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2023, when the catheterization teacher was catheterizing the patient, he found that there was a crack and split at the end of the puncture sheath, which could not be used normally, and then replaced it with a new mst for operation. No other information was provided.

Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the root cause could not be determined. One photograph of a 4.5 fr micro ez microintroducer sheath was returned for evaluation. An initial visual observation of the photograph showed the distal portion of the microintroducer sheath was damaged and plastically deformed. No use residue or other details of the damage could be discerned in the returned photograph. Although a damaged microintroducer sheath was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that on november 22, 2023, when the catheterization teacher was catheterizing the patient, he found that there was a crack and split at the end of the puncture sheath, which could not be used normally, and then replaced it with a new mst for operation. No other information was provided.

Event description:
It was reported that on (B)(6) 2023, when the catheterization teacher was catheterizing the patient, he found that there was a crack and split at the end of the puncture sheath, which could not be used normally, and then replaced it with a new mst for operation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.